Event description:
It was reported that the customer was receiving an error alarm while being at a summer camp. It was stated that the alarm could not be cleared. It appeared that the customer did not switch to manual daily injections, and he woke up with nausea and vomiting. The customer then was hospitalized and treated at the intensive care unit. It was stated that the label on the back of the insulin pump is gone, and the download could not be done due to the error alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.